Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending. After a 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, a 2.00mm x 12mm maverick balloon catheter was advanced for pre-dilatation. However, during the procedure, it failed to cross the lesion due to calcification and when inflated at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a 2.0x12mm non-bsc balloon. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an incomplete maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and balloon. There was blood in the inflation lumen. At proximal to the proximal balloon waist, for a length, the inflation lumen was buckled. This damage is indicative to removal or advancement difficulties. The balloon was returned loosely folded. At the distal waist moving proximally for a length of, the balloon has a longitudinal tear. The tip segment was found to be slightly stretched and the most distal portion (pink) was found to be detached and failed to return with the device. Product analysis confirmed the reported burst, as the balloon was found to have a longitudinal tear. The reported failure to cross the lesion could not be confirmed as the clinical circumstances could not be replicated. There were unreported damages to the device consistent to damage that would cause resistance or advancement to the device such as a buckled inflation lumen, and a stretched and detached tip. E1: initial reporter address 1: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending. After a 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, a 2.00mm x 12mm maverick balloon catheter was advanced for pre-dilatation. However, during the procedure, it failed to cross the lesion due to calcification and when inflated at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a 2.0x12mm non-bsc balloon. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).